Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that right atrial (ra) and right ventricular (rv) leads exhibited high capture threshold. It was also noted that right atrial (ra) lead exhibited over sensed noise. Both leads were capped on (B)(6) 2024 and replaced with new leads. Patient condition was stable.